Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported that his numbers seemed to be changing on its own. He did have adaptive stim (as) set but he wanted to have a manufacturing representative (rep) look at his programming. An appointment with the healthcare provider (hcp) was scheduled for (B)(6) 2015. A manufacturing representative (rep) was going to be at the appointment. No symptoms reported. The issue occurred in (B)(6) 2015. It was noted that the patient's relevant medical history includes lumbar radiculopathy and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.